Event description:
It was reported that the patient had a consult with the neurosurgeon due to high lead impedance. Implant card was received indicating the surgery took place as scheduled. The patient had both the lead and generator replaced. After the replacement, the lead impedance read ok. Information was also received that both the explanted lead and generator were discarded after the procedure and would not be available for return. No additional relevant information has been received to date.